Manufacturer narrative:
We checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, we confirmed that the angle wire fluid damage, the control body corroded, the lg cable connector corroded, the light guide cable cut, the image guide fiber bundle (cfb) dirty, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).